Event description:
It was reported by the customer that a bd pyxis¿ es server multiple pyxis devices orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple pyxis devices did not have orders crossing over. A technical support specialist dialed into the server app and database servers. Spaces and memory were checked and found to be good. The purge queue was at "0" with no issues. A downtime query was run, revealing that carefusion coordination engine messages were all running fine and current. The tss found that the station database 01-er1 & 08blue-a was showing 9.5gb+ and shrank the database and now it is showing 7.3gb. The data synchronization was restarted on the station, app server, and synchronization server. Despite these actions, the station still showed a critical override. It was suspected to be a network issue, as the problem was intermittent and there were no issues with the server or station side. The hospital information technology team was informed to check the network. The system functioned as intended after the technical support specialist troubleshot the device.